Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer has been receiving ongoing button alarms for "no apparent reason" on multiple occasions. Contact stated that customer's blood glucose (bg) level was impacted, but could not recall the exact bg value. A correction bolus was delivered to stabilize blood glucose levels.